Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition would have caused lens tear during insertion. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -7.5 diopter, and the lens tore. The lens was removed within the same surgery, with no patient injury, no incision enlargement or sutures. The backup lens was implanted.